Event description:
It was reported that there was an unknown substance on the system 7 dual trigger rotary handpiece during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the functional inspection there was no active leaking or evidence of oil observed, but there were signs of corrosion indicating fluid intrusion of the handpiece. Both leaking and corrosion are likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. A cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance leaking from the handpiece can be caused by improper cleaning and sterilization practices at the account site.

Event description:
It was reported that there was an unknown substance on the system 7 dual trigger rotary handpiece during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.